Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) post-market study. It was reported that paravalvular leak occurred. The patient was enrolled in the (B)(6) post-market study in (B)(6) 2015. Prior to the index procedure, heparin or other anticoagulant was given. The subject received a loading dose of 300mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty (bav) and subsequent deployment of a 23mm lotus valve. There were no new conduction disturbances noted post bav. Successful repositioning of the lotus valve involved partial resheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Retrieval was not attempted. Seven days later the subject was discharged to home on clopidogrel. In (B)(6) 2018, 1363 days post index procedure, tte revealed moderate paravalvular leak. No action was taken.